Event description:
Trouble walking [gait disturbance]. Increased knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2009, from a (B)(6) female, pt, with a history of bone-on-bone osteoarthritis of both knees, initials (B)(6), who experienced increased pain in both knees and trouble walking after starting synvisc. The pt received injections of synvisc into both knees on (B)(6) 2009. She received synvisc injections to postpone knee replacement surgery. She reported that she experienced an increase in pain in both knees which started in the morning on (B)(6) 2009. Her pain had become so severe that she was having trouble walking. She did not know if she should ice or heat her knees so she did neither. She took her prescription hydrocodone/acetaminophen (unspecified) with over-the-counter aspirin and/or motrin (unspecified) to try to help relieve the pain. At the time of this report, the outcome of the pt was unknown. Additional info was received on (B)(4) 2009, from the health care provider who confirmed the pt had a history of severe osteoarthritis for one year. He updated the medical history to include previous treatment with steroids, prior effusion, joint narrowing and osteophytes; there was no previous treatment with visco supplementation. The hcp confirmed the pt received one synvisc injection in both knees on (B)(6) 2009, and effusion was not collected before the injections. The hcp confirmed the pt experienced knee pain and trouble walking with an onset date of (B)(6) 2009. The hcp reported the pt's knee pain was moderate in intensity and had a possible relationship to synvisc. The knee pain was treated with benadryl (unspecified) on (B)(6) 2009 and steriprep pak (unspecified) on (B)(6) 2009. No exudate was collected after the last synvisc treatment and no other lab results were available. The knee pain had an offset date of (B)(6) 2009 and at the time of this report, the pt was recovered from both events. The lot number was unknown. MFR's comment: the benefit risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.